Event description:
This occurred outside of the USA, in germany. A naturopath injector notified teoxane of an adverse event on (B)(6) 2023. A female patient was injected on (B)(6) 2023 at about 18:30 with 0.3 ml of rha redensity, superficially into acne scars on the left side of the chin. Immediately after the injection, the patient presented a change in skin colour described as "blue" and a "typical livid discoloration". The injector recognized an embolism and immediately treated the area with hyaluronidase (1500 iu). The next morning, on (B)(6) 2023, the reaction progressed to "clear reddish-blue painful mucosal lesion" and blisters that look like "three mini pimples" on the inside of the lip mucosa. The injector treated with another round of hyaluronidase (1500 iu). As of (B)(6) 2023, the adverse reaction was partially resolved. Despite reminders, no further information was provided.

Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane dermal filler products.